Event description:
Customer reported the alarm will not power on discovered during set up. Customer reported the batteries have been replaced with a new supply. Customer did not know the date of event. No patient injury or incident reported.

Manufacturer narrative:
Results: evaluation of the alarm did not confirm the reported issue. The alarm powered up with batteries and or with 9v adapter. However, when the nurse call cable is plugged into the nurse call receptacle and the cable is wiggled, the nurse call light goes on and off at the test fixture. There are scuff marks on the outside of the alarm case. (B)(4).